Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01663, 3005168196-2020-01665, 3005168196-2020-01666.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the angiogram revealed that the smart coil went through the blister of the aneurysm and ruptured it. However, the smart coil was still implanted and the physician continued to implant coils to stop the bleed. It was also reported that another smart coil would not advance past the hub of the microcatheter and was therefore removed. While attempting to advance two more smart coils, they would not advance from their initial positions within their respective introducer sheaths. Therefore, these two smart coils were also removed. The procedure was completed using other smart coils and the same microcatheter. It was reported that the patient is stable.